Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found in all conductors (not obstructed). (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and the outer insulation was breached cut. The lead exhibited apparent explant damage.

Event description:
It was reported that the left ventricular lead had position/fixation difficulty and apparently dislodged. The lead was explanted and replaced. During the replacement procedure, the replacement lead also dislodged, and it was not possible to find a stable position for implant. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.